Event description:
Additional information has been requested and received stating the event was that the plunger went beyond the lens during surgery. There was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and .10. The product was returned for analysis and plunger override was observed. Additional observations were as follows: the device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced over the lens. The lens is advanced just past the lens bay. The leading haptic is extended straight. The trailing haptic is folded and is located on the left side of the plunger with the distal portion facing the nozzle tip. The correct nozzle confirmed on the device. We are unable to determine the root cause for the reported complaint . Plunger override was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was faulty. Additional information has been requested.